Event description:
It has been reported to philips that ECG socket loose and not secure. This was found during outside of clinical use . No patient harm or injured. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.